Manufacturer narrative:
A philips field service engineer (fse) went onsite and confirmed the issue. There was no audio present and an inop error message is displayed. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The fse replaced the loudspeaker assembly to resolve the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the intellivue mx850 patient monitor displays a speaker malfunction inop error message and there is no sound. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.